Manufacturer narrative:
.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving bupivacaine at an unknown dose and concentration via an implantable pump for cancer chemotherapy and renal cell. It was reported that there were side effects following personal therapy manager (ptm) activations. Lower extremity weakness was reported on (B)(6) 2015 and right chest wall numbness was reported on (B)(6) 2015. The pump was reprogrammed on (B)(6) 2015, and (B)(6) 2015. It was noted to be related to the device or therapy, not related to the implant procedure, and related to the drug and the drug action that caused the event was an increase in dose. That event was considered resolved without sequelae on (B)(6) 2015. The patient reported muscle jerking on (B)(6) 2015 due to opiate toxicity. No action was taken and the event was considered resolved without sequelae on (B)(6) 2015. The event was considered to be related to the device or therapy, not related to the implant procedure, and related to the drug and the drug action that caused the event was an increase in dose. On (B)(6) 2015, the patient reported persistent, uncontrolled pain despite multiple doses due to possible hyperalgesia. The pump was reprogrammed on (B)(6) 2015 and the event was considered to be resolved without sequelae on (B)(6) 2015. The event was considered to be possibly related to the device or therapy, not related to the implant procedure, and possibly related to the drug. The patient reported side effects secondary to opiates (it and oral), sedation, hallucinations, and muscle jerks on (B)(6) 2015, drowsiness and altered mental status on (B)(6) 2015, nausea and vomiting on (B)(6) 2015, and hypotension on (B)(6) 2015. Oral opiates were discontinued on (B)(6) 2015, haldol and nuvigil were administered on (B)(6) 2015, IV fluids, compazine, and a scopolamine patch were administered on (B)(6) 2015, and the pump was reprogrammed on (B)(6) 2015. The event was considered to be resolved without sequelae on (B)(6) 2015 and the event was considered to be related to the device or therapy, not related to the implant procedure, and related to the drug and the drug action that caused the event was an increase in dose. The patient reported hallucinations following ptm side effects on (B)(6) 2015 and altered mental status on (B)(6) 2015. The pump was reprogrammed on (B)(6) 2015 and the event was considered to be resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.